Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) photo of the sample was provided for evaluation. The photo was examined and the 6fr locator and hemostasis sheath were identified. The components appeared to be in used condition with visible signs of blood and the distal tip of the locator was found to have been completely fractured off/separated from the main body of the locator. The hemostasis sheath was also found to have been bent towards the distal tip. No other damage or issue was identified. The complaint was able to be confirmed for a fractured locator. The exact root cause was unable to be determined. The likely cause was determined to have been off axis loading of the component during attempted insertion resulting in fracture of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal device deployed the device tip of the introducer of the angio-seal broke off and was lodged in the patient's subcutaneous tissue. The patient was taken to surgery to do a femoral exploration to attempt to retrieve plastic tip. Patient's pre-procedural condition, current medications (include dosages), and relevant medical history non healing wounds on feet, peripheral vascular disease (pvd). There was no reported blood loss. The patient had temporary medical/surgical intervention was not required. Femoral exploration done to remove dilator tip. A direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 27 sep 2023: the procedure was an arteriogram of a lower extremity.